Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed a tear across the lens and a piece of a haptic was torn off and missing. (B)(4).

Event description:
The customer reported the trailing haptic of the cc4204a collamer single piece lens tore off in the injector as the lens was inserted. The lens was removed without altering the incision and another same model lens was implanted. Sutures closed the wound. The reporter stated the event was the result of a loading error.